Manufacturer narrative:
Based on the information gathered, there is no indication or report that davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. Article citation: saadoun, je., vanbrugghe, c., fara, r. Et al. Robotic right posterior sectionectomy by intrafascial approach for pancreas neuroendocrine liver metastasis. Ann surg oncol 30, 4276 (2023). Available at: https://doi.org/10.1245/s10434-023-13272-2.

Event description:
During review of a literature article involving da vinci assisted robotic procedures titled, ¿robotic right posterior sectionectomy by intrafascial approach for pancreas neuroendocrine liver metastasis ¿, the following event was reported. A patient who had a pancreatic neuroendocrine tumor with synchronous liver metastases underwent a da vinci assisted posterior sectionectomy associated with a wedge resection in segment 8. The operation was 330min and the estimated blood loss was reported 50ml. Post-operatively, patient had developed grade b biliary fistula. The patient was discharged ten days later. There was no mention of malfunction of da vinci products, or any intra-operative complications in the article. Multiple attempts were made to obtain additional information. However, at the time of this report, no additional information has been received.

Manufacturer narrative:
A video review was performed and and confirmed da vinci xi was used for the reported procedure. In the video, there was no indication that da vinci product malfunctioned during the procedure that could have contributed to the reported post-operative biliary fistula nor any intra-operative complications were observed.

Event description:
Refer to h10/h11 for follow-up information.